Manufacturer narrative:
User alleges he jiggled the cord that goes into the control box and observed sparks. User has had the bed serviced in the past and claims the service personnel was not able to check the electrical issue. The dealer was contacted and has advised he has ordered the parts to repair the user's bed. Filing solely on the user's allegation of sparks observed. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction is not confirmed.

Event description:
The consumer's son alleges there were sparks coming out of the control box when he jiggled the cord that goes into the control box. No injury is alleged.